Event description:
It was reported that the cup was removed due to fibrosis growth. Switched to a multi hole tritanium with an mdm liner/head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital policy.